Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar cautery instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.218" x 0.068" size. Additional observations related to the customer reported complaint. Due to the broken tube adapter, a detached fragment is observed that was not returned with the instrument. The instrument was found to have bent electrical contacts. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during central processing, the single port monopolar cautery instrument was broken at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of fragments falling into the patient. No reports of patient returning to the hospital with any post-surgical complications.